Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant attempt, the lead would not "stick" anywhere, and sensing was unacceptable. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.